Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv IV tubing ruptured when placed on the pump. The following information was provided by the initial reporter: "primary IV tubing broke when being put on IV pump."